Manufacturer narrative:
MDR 3003442380-2024-02392- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leak event on (B)(6) 2024. The leak was at the p-connector. No further information available.